Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient died at home and was not hospitalized prior to death. Therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.